Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that a patient was alerted for non-sustained lead noise. Review of stored egms showed the patient received inappropriate atp therapy due to far p-wave oversensing. Lead dislodgement was suspected. The lead was explanted and replaced when repositioning was unsuccessful.